Event description:
Doctor questioned beta-hcg result for one pregnant patient. This doctor always orders beta-hcg in duplicate for all his patients and the discrepancy occurred on the second sample. Original (second sample) result gave 21.82 miu/ml. This sample repeated twice gave greater than 10,000 and 21,290 miu/ml. The original result was reported. The patient was not treated based on the result. The field service representative was unable to determine the cause but noted he replaced a squeaky sr plunger seal. Performance tests were performed which were within specification.